Event description:
In 1975- rptr had bilateral breast augmentation with silicone 230cc implants.in 1/93, pt noticed increased size on right & left. Started dropping. Pt quit work 2 yrs ago & suffers from extreme depression periodically. Also has flashing spots & streaks in her vision. On 4/22/95 examination showed asymmetric breast with class iii capsules bilateraly resulting in pain. On 8/24/95, bilateral removal of implants & capsules.